Manufacturer narrative:
Device not returned.

Event description:
It was reported that pump battery depleted quickly. Low power alerts occurred and pump shut off. While charging, 2 out of range alerts had occurred. There was no adverse impact to customer's blood glucose. Customer reverted to using another pump for insulin therapy.